Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure for paravaginal defect repair and posterior repair and mesh was implanted on (B)(6) 2010 concurrently with removal of mesh, paravaginal defect repair, posterior repair, and pubovaginal sling. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and abnormal migration of mesh. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-06908, 2210968-2012-06909 and 2210968-2012-06910. The same patient is represented in each medwatch. (B)(6).